Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had multiple motor stalls. The patient had a pump refill on (B)(6) 2012 and then travelled out of the country. It was noted that the patient did not pass through security barriers. A motor stall occurred on (B)(6) 2012 and did not recover until (B)(6) 2012. Subsequent motor stalls had occurred since then. The pump was alarming due to the extended stall period. The patient was suffering underdose symptoms and a chest infection, which masked the withdrawal effects. The patient was maintained on oral medication and had the pump replaced. The drugs in the pump were hydromorphone and clonidine.

Manufacturer narrative:
(B)(4).